Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 064) issue. The reporter stated that the pump emitted call service alarm cs 064-0001, following occlusion alarms, while the user was sleeping. The reporter was allegedly able to prime again, however the issue was recurring and the user stopped pump therapy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 02/21/2014-device evaluation:the pump has been returned and evaluated by product analysis on 02/07/2014 with the following findings:animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the device history indicated multiple cs 064-0001 call service alarms associated with a high force due to an occlusion on the event date. The pump was exercised for 24 hours and the rewind, load, and prime steps were completed with no duplicated alarms. The pump case was removed and no corrosion due to moisture or damage to the motor assembly was found.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.